Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Voluntary medwatch # (B)(4). It was reported that during a permacath placement procedure, a guide wire detachment occurred. The target lesion was located in a right internal jugular vein. A 035/150 strt (sgl) zipwire hydrophilic guide wire detached in the right internal jugular. The detached wire was fully retrieved. Conventional x-ray revealed no evidence of the wire remaining. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.